Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump time was inaccurate. The cause was unknown. There was no impact to the customer's blood glucose level. The customer corrected the time to resolve the issue.